Event description:
It was reported that decreased sensing, increased capture threshold and lead dislodgement were observed. The lead was explanted when repositioning was unsuccessful. The patient condition was fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.